Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely, the stress of repeated use, external factors or handling of the device may have caused the subject event. The event can be detected/prevented, by following the instructions for use, which state: it was confirmed, that instructions, chapter 3.: ¿preparation and inspection¿. Section 3.2.: ¿preparation and inspection of the endoscope¿, describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the laparo-thoraco videoscope's adhesive around the objective lens is peeled. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to damage on forceps elevator lever(surgical products); the bending section cannot be fixed firmly, due to damage on control section; angulation lever does not move smoothly, venting connector of the light guide connector is loose, insertion pipe and control unit have discoloration, indication on the up/down plate is peeled, adhesive on the bending section cover (a-rubber) has a chip, and due to a pinhole on the a-rubber; water tightness is lost. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.